Event description:
Manufacturer's representative from another country reported, the pump was explanted and returned for analysis after 4 months of implant time; it was not possible to read the synchromed. After 2 days during which several telemetry attempts were done without success, finally one telemetry succeeded. Then again on the following attempts to read the pump, telemetry was not possible any more. The physician explanted the pump in 2007, and it was replaced with a new synchromed ii pump. When the manufacturer's representative received the explanted pump, telemetry was possible. The pt was also reported to have an ICD. The pt was receiving intrathecal baclofen for spasticity treatment. The drug concentration programmed was 1000mcg/ml, and the daily dose was 286.8mcg/day. No pt symptoms were reported associated with the programming difficulties. The pt was in the hospital for a reason not related to the implanted pump (pt needed a peg substitution). It was reported the pt is doing well with their new pump.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.